Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed a rash on his back. It was indicated, it could be from the antibiotics the patient had to take prior to surgery. Additional information received reported that it was unknown if the event was attributed to any of the stimulation devices. There was hypermobility of the implantable neurostimulator. The patient experienced new pain and a rotating battery. An x-ray was taken, no results or date of the test was reported. The patient underwent a surgical revision to re-implant the stimulator and attach it to the deep tissue. The patient outcome was reported as no injury. Reference MFR report #3004209178-2011-02927.